Event description:
It was reported that the right ventricular (rv) lead dislodged shortly after the implant of the patient's implantable pulse generator (ipg) system. The dislodgement was noted when there was no capture on telemetry. The patient was taken back to the operating room and the rv lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.